Event description:
The nurse of a (B)(6) male patient called zoll customer support to report that one of the patient's battery packs was not recharging. The patient was issued a replacement battery pack. Initially it was determined that this event was not reportable. However, upon further evaluation on (B)(6) 2013, it was determined that this would be reported to FDA.

Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery not charging) has been confirmed. Upon investigation, the battery was unable to recharge or power up a monitor. The cause for the battery failure was isolated to a contamination on the battery pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery pack. The patient received a replacement battery pack.